Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The emboshield nav 6 is being filed under a separate manufacturer report number difficult to remove can be can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, device placement technique, accessory device support, and interaction with associated devices. In this case, based on the reported information, the difficulty removing the filtration element appears to be due to inadvertently pulling the filter into the newly placed acculink stent. The product instructions for use (IFU) warns: if a filter-based embolic protection system is used, allow for and maintain adequate distance between the filter and the stent delivery system or deployed stent to avoid potential entanglement. If filter basket entanglement or basket detachment occurs, surgical conversion or collapsing the basket with a second stent should be considered. A review of the finished device lot history record did not reveal any nonconforming material records for this lot and there have been no similar incidents reported for this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. In this case, the reported difficulty appears to be related to case circumstances and/or use technique and there is no indication to suggest a product deficiency.

Event description:
It was reported that after a few dilatations, the acculink stent was deployed without incident; however, when the stent delivery catheter was being withdrawn, the guide wire was inadvertently pulled back and the filter became lodged in the acculink stent. Extra balloon dilatation catheters and retrieval catheters were used to successfully remove the filter from the acculink stent. The patient was fine and did not have any patient effects due to the event. Earlier in the case there had been some trouble with the filter being pulled back (though not into the lesion area) during catheter exchanges. According to the physician, this was a calcified tandem lesion and that made all catheter exchanges difficult. No additional event or patient information was provided.